Event description:
It was reported that the bd spike set c180-o had leakage. The following information was provided by the initial reporter: it was reported that the chemical leaked out from the area of the puncture site of the optima during use. Drug leaked - soldem (not an anticancer drug).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
One IV bag along with the spike connector was provided to our quality team for evaluation. The product was thoroughly inspected, no damage or related to defect was observed that could have contributed to the reported leak. Further evaluation identified that the stopper of the IV bag is significantly torn. All products undergo visual and functional inspections throughout the manufacturing process to ensure device quality and performance, including verification that all critical dimensions meet specification. A device history review was conducted for lot 2507506, and no deviations or nonconformances related to the reported concern were identified. All records confirmed the product the meets required specifications, with no issues noted. While our investigation verifies that the product is manufactured to approved specifications, bd has identified a potential trend associated with this concern. It has been observed that the diameter of the c180 o spike can sometimes be larger than the ports of certain IV bags, resulting in higher insertion force and potential displacement or damage to the stopper. A project has been initiated to further investigate and address this issue.